Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set had a jagged tear at the top of the silicone pumping segment that leaked blood during a blood transfusion. There was no report of patient harm.